Event description:
The user facility reported that water was leaking from underneath the unit. The water leak created a puddle about 3' x 5' around the unit. No procedural delays, injuries or property damage were reported.

Manufacturer narrative:
The steris service technician inspected the unit and found a tear in the vent hose, allowing water to leak from the unit through the vent hose. The technician replaced the broken parts, ran test cycles to confirm the unit was operating properly and returned it to service.